Event description:
It was reported that this right atrial (ra) lead had an alert for high out of range impedances greater than 2000 ohms. The system remains in-service, and no further details were known. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).